Manufacturer narrative:
(B)(4). Result of evaluation: (dissection).

Event description:
One endeavor sprint otw stent was implanted in the mid lcx during the index procedure to treat a de novo lesion. A dissection occurred during the implantation, and a second stent was implanted to treat the dissection. The investigator did not assess the relationship of the event to the stent or procedure.